Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Implanted: (B)(6) 2026: product type lead product ID neu_unknown_lead lot# unknown. Implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2026. It was reported that the patient experienced discomfort/soreness/pinching. The patient reported that their wires started sticking out 2nd day after their surgery dated (B)(6) 2026; the patient said that they had pain but no bleeding and lets their patient representative (patient rep) took a picture of it and until today sticking out. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Continuation of d10: implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type lead, product ID neu_unknown_lead implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the patient came in today with quite a bit of pain from their device. The patient was administrated with medications such as vibegron, ibuprofen, and gabapentin. The patient was subjected to point-of-care testing (poct) urinalysis (ua) with microscopic examination.